Event description:
The nurse reported during set up, the system primed fine, but then failed to tune the handpiece. The cassette, handpiece, and tip were changed. The system was rebooted. The case proceeded. During surgery the irrigation stopped and the eye collapsed. The handpiece was switched out to complete the case. Add'l info received stated the event occurred ten minutes into the procedure. The case was completed and an iol was implanted. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and no problems were found. The company service rep checked two phaco handpieces. The handpiece related to the event was fine. It has been subsequently reported by the customer this handpiece is now back in circulation and has been used by multiple other surgeons without issue. A second handpiece not involved in the event was checked and was not recognized by the system. The customer has not decided how to proceed with this handpiece, neither handpieces are being returned by the customer. The system was then tested and met all product specs. (B)(4).